Event description:
A surgeon reported that air did not come out of the infusion line when performing fluid air exchange during a retina procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for this report. No additional information is expected.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. No additional information is expected for this case. Evaluation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).